Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrx. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
Patient was implanted with 3.5mm lcp anterolateral distal tibia plate and screws on an unknown date. X-ray taken on an unknown date revealed a non-union. Patient was returned to the o.r. On (B)(6) 2013 for a distal tibia repair revision surgery due to the non-union. It was not reported that the patient was complaining of pain. The synthes hardware was removed. Patient was revised with bone graft using the synthes ria system and a 11 hole 3.5mm lcp anterolateral distal tibia plate construct was implanted. During the revision procedure, it was noted that the drive shaft was broken. Reportedly, the drive shaft was not used during the procedure as there was another drive shaft available in the o.r. This is 2 of 13 reports for the same event.